Event description:
I had the spinal cord stimulator implanted in my body on (B)(6) 2016. Right next day, (B)(6) 2016 , I woke up with huge rashes and itching all over my body, inside my mouth and over my eyes. Too much pain in my legs, feet and hands like having too much pressure. Lost very good amount of weight. Before this surgery I was about (B)(6), and after surgery I am (B)(6). Very sharp and strong pain in my right side of head where the area is still numb after 1 days of surgery. Today it will be 73 days and still I am having same issues and it's getting worse even the device is off for 48 days. Any medication makes my condition worst, but I had to take janumet to control my sugar.